Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type recharger, product ID 3778-75, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3778-75, serial# (B)(4), implanted: 2010-(B)(6), product type lead, (B)(4).

Event description:
It was reported that the patient had a revision in 2012.

Event description:
Additional information received reported that the cause of the event was unknown. No patient injury was reported.